Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u17.

Event description:
It was reported that the device failed to complete the boot up sequence and locked up. The device problem was found during a scheduled inspection. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.